Event description:
This is an international report of where there is a report of some cracks found on the light blue main body of the transfer set. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4).this complaint was confirmed for damaged transfer set mainbody. A visual cracking and flaking was confirmed. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.